Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device check, the programmer froze up, lost telemetry with the device, displayed an error message, and crashed. It was noted that the programmer was printing multiple episode portable document format (pdf) files at the time of the issue. The programmer was rebooted, and worked as expected. No patient complications have been reported as a result of this event.